Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. The analysis revealed no entries on communicated date of occurrence. The sample was subjected to a visual and functional examination. A functional test was performed. All alarm possibilities works flawlessly and reliably. Following the pump was disassembled and the inside was investigated. A damaged ribbon cable which was caused by penetrating liquid, could be detected. Also the edc protection shield has some rust because of the liquid. The complaint could not be confirmed. Based on the history log files it could be detected that the user used the purge function after the infusion was stopped due too few drops. During the use of the purge function the air sensor is disabled. Thus, it is possible that the line is filled with air, without an alarm of the pump.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device is currently on shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): no alarm, pump did not stop